Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Customer's blood glucose ranged from 223-400 mg/dl.